Event description:
Event description guidant received information that during the implant procedure the physician perforated the patient's vein. The patient had a drop in blood pressure after the procedure which prompted the physician to do a pericardial tap. The patient is in stable condition.